Event description:
It is reported that the patient suffered a myocardial infarction approximatly 4 months post index procedure. Investigator indicated that the reported event was not related to the study device. Diagnostic angio was performed and were stents found to be patent. Medication was adjusted and patient recovered with treatment

Event description:
Correction to event date. Mi event that was reported on 9612164-2012-01387-1 occurred one year prior to that previously reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the diagonal branch. Approximately 6 months later the patient suffered an mi, cardiac catheterization was performed. The investigator indicated that the event was remotely related to the study device. The patient recovered with treatment.